Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see section a2-a6. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the OEM provided an investigation report in which they determined there was some burning near the connector end. Additionally, the OEM stated their investigation pointed toward the probability that the device was likely mishandled. In addition, the user specifically reports that the fiber was not closely inspected with the aiming beam active which points to a use error. The instructions for use identify verbiage that could prevent the phenomenon from occurring: "5. Activate the laser aiming beam. 6. Visually inspect the entire length of fiber for flaws or defects before use. If any damage is observed such as breaks, kinks or damaged components, do not use the fiber, retain the device for manufacturer notification and use a replacement fiber." Olympus will continue to monitor field performance for this device.

Event description:
The olympus sales representative reported to olympus, the laser fiber was plugged into the thulium laser. The physician placed the wire through the scope and pushed the foot pedal. The wire seemed to catch fire briefly where it attached into the plastic piece that plugs into the machine (the opposite end from the patient). No harm was done to the patient. The wire was exchanged for a new one that worked without further problems. The issue occurred during an ureteroscopy laser stone ablation. The laser fiber was opened to the field as per the site's protocol. The packaging and expiration dates were checked. The customer noted that the entire fiber was not closely inspected; however, there were no obvious problems when the scrub technician handed off the end that went from the machine to the circulator. The procedure was delayed less than five minutes while a new laser fiber was opened and passed off to be hooked up to the generator. No pictures or videos of the break were available. The break in the fiber was a complete break where the fiber connected into the plastic plug that plugged into the generator. No pieces broke off or fell into the patient. This MDR is being submitted to capture the customer's allegation of the fiber breaking off.

Manufacturer narrative:
Patient identifier of (B)(6) addresses model number: tfl-fbx200bs, serial number: (B)(4). Patient identifier of (B)(6) addresses model number: tfl-pls, serial number: (B)(4). During device evaluation at olympus, it was found the fiber portion of the device was completely broken off from the connector. The inside of the connector appeared to have flashed/sparked, but there was no burning or charring to suggest that a fire occurred. The proximal cap was on the proximal handle. The broken end of the fiber body appeared to have broken off, but the break was not clean. The distal tip had slight signs of use and the glass tip had some evidence of melting, but the melting did not reach the fiber jacket and there was no evidence of fiber jacket burn back. Aside from the ends of the fiber, there was no visual evidence of other damage or defects along the length of the fiber body. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.